Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment at tooth site #19 fractured in the implant. The implant was removed and replaced with a new implant.

Manufacturer narrative:
It was reported that the abutment (unknown zimmer abutment) hex fractured at tooth site #19 and that it fractured in the implant (tsvtwb13) causing internal damage upon removal. However, the products were not returned for investigation, so visual evaluation could not be performed. Instead, a different product (tsvtwb10) was returned with crown properly attached and no implant/abutment fracture was identified. It has been added as an associated product. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was high bone density (type I). The reported devices were at tooth location 19 (unknown dental notation system) and the implant was placed and removed the same day. Additionally, the customer did not provide x-rays or images. Appropriate documents were reviewed. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. DHR review was completed for the subject lot number, 1255370. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the product not being returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the abutment hex fractured and damaged internal implant when removing.